Event description:
It is reported that the end-user developed little red areas, like pimples beneath tape border and mass of the ostomy device after three (3) days of use. It is further reported that end-user has had this issue since (B)(6) 2014, and was provided prescriptive treatment with nystatin powder, ketoconizole and betamethazone along with security prep.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Manufacturer narrative:
Additional information was received on september 09, 2015. A batch record review was performed and no discrepancies were noted. A previous investigation is applicable to this complaint. This complaint will remain open until the completion of the investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
The product associated with batch 4a03483 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).